Event description:
On 04/28/2008 tyco healthcare/kendall was informed of a news report involving a customer who had an issue with a heparin prefilled syringe. News reports alleged that the pt who died was in and out of the hospital several times between late 2007 and his death. News reports also stated that he was admitted for stomach pain, vomiting, low blood pressure, shortness of breath and several other symptoms. Finally, the news report alleged that an allergic reaction to heparin was involved and the pt died of asphyxia.

Manufacturer narrative:
Submit date 4/30/2008. An investigation is currently underway. Upon completion, the results will be forwarded.